Event description:
An end user reported she has circumferential redness under the mass and white tape collar, the end user went onto state she has raw and denuded peristomal skin which extends outward approximately 25mm. The end user also experienced a small amount of bleeding from the raw and denuded are which she noted when she changed her pouch, however, there was no bleeding noted at the time of the reported complaint.

Manufacturer narrative:
Based on the available information, this event is deemed a serious injury. The end user stated she uses sensicare no sting adhesive remover, cleanses her peristomal skin with (B)(6), and applies stomahesive powder to the reddened and raw peristomal skin followed by sensicare protective barrier wipes. The end user went on to state the peristomal redness had almost completely resolved when home care discharged her, but her and her daughter struggled with changing her pouch after she was discharged and as a result the area worsened. End user also stated when home care discharging her last week and she was still unsure of how to change her pouch. The end user contacted her doctor on (B)(6) 2014 and they arranged for home care which she stated is coming to see her on (B)(6) 2014. The end user was instructed if area worsens or does not improve to call back for additional instructions. The lot number is from current box of pouches not from the box she was using when the redness started. No additional patient/event details have been provided to date. Should additional information become available, a follow-up report will be submitted. A return sample for evaluation is not expected. Reported to the FDA on (B)(4) 2014.